Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. The device was advanced through the endoscope to a 5mm internal gastric bleed. The clip opened and then closed onto the tissue but would not release from the deployment device. The clip could not be reopened for removal. A device made by another manufacturer was used to completed the originally intended procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The device was returned with the handle completely separated from the outer sheath. The handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. Using the hemostats and a clamp to hold the sheath, the clip did successfully deploy on stimulated tissue with an expected amount of force. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Unused devices from the following lot numbers were also returned for evaluation: w3216592, mfg date: 11/09/2012, exp. Date: 11/09/2015; w3238155, mfg date: 01/14/2016, exp. Date: 01/14/2016; w3257172, mfg date: 02/28/2013, exp. Date: 02/28/2016. For twenty-two (22) of the returned devices: these devices were returned in sealed pouches. The foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. Each device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore these devices functioned as intended. Regarding lot w3257172: for one (1) of the returned devices: the device was returned in a sealed pouch. The foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. During an attempt to deploy the clip, the hook at the distal end of the drive wire broke when minimal force was applied to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.